Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A kink in the catheter shaft was noted 3.18¿ proximal to the distal tip. Microscopic inspection of the distal shaft revealed a fracture at the kink. Further inspection revealed that the internal components were not protruding through the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.

Event description:
During preparation for a premature ventricular contraction procedure, there were no issues with the catheter and no resistance. After the catheter was inserted into the patient, it was noted on x-ray that the catheter had a kink and was unisolated. The catheter was exchanged, and the procedure was completed.